Manufacturer narrative:
We have not received the device for investigation. Hence, we could not conclusively determine the root cause of the reported incident. We have conducted a lot history review and did not find any issues noted in the manufacturing or packaging process that could be related to this issue. All qc tests passed their requirements. Further, we have not received any other complaints of a similar nature for devices from this lot.

Event description:
It was reported pruitt f3 carotid shunt balloon leaked in the tubing on the side of the white balloon. There was no impact on the patient but the potential risk is a delay in the surgery time which could be critical for this type of surgery.